Event description:
(B)(4) is the initial importer of the device. (B)(4) was notified of incident by certified mail from the legal firm of (B)(6) regarding a grabbar. The suction part of the grabbar allegedly failed causing the end user to fall, which resulted in personal injury. Additional information regarding the incident is limited to date of incident. Complaints team was unable to obtain information regarding the incident despite repeated attempts to contact the attorney.